Event description:
It was reported that this pacemaker exhibited high right ventricular (rv) pace impedance measurements that remained within normal range, and low threshold measurements. There was no noise observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited high right ventricular (rv) pace impedance measurements that remained within normal range, and low threshold measurements. There was no noise observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported. Additional information was received that a signal artifact monitoring (sam) episode was observed due to minute ventilation (mv) feature oversensing, resulting in the mv feature being disabled. Technical services (ts) discussed programming options. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted. A different pacemaker was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited high right ventricular (rv) pace impedance measurements that remained within normal range, and low threshold measurements. There was no noise observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported. Additional information was received that a signal artifact monitoring (sam) episode was observed due to minute ventilation (mv) feature oversensing, resulting in the mv feature being disabled. Technical services (ts) discussed programming options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high right ventricular (rv) pace impedance measurements that remained within normal range, and low threshold measurements. There was no noise observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. Additional information was received that a signal artifact monitoring (sam) episode was observed due to minute ventilation (mv) feature oversensensing, resulting in the mv feature being disabled. Technical services (ts) discussed programming options. This pacemaker remains in service. No adverse patient effects were reported.